Event description:
It was reported that the right ventricular lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. There was a cosmetic depression on the outer insulation. It was also noted there was blood in/on the helix/lobe mechanism.